Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the patient is scheduled for a revision of his artificial urinary sphincter (aus) due to the patient has a scrotal erosion. There are no device performance issues with the aus. The date for revision is unknown.

Event description:
It was reported that the patient is scheduled for a revision of his artificial urinary sphincter (aus) due to the patient has a scrotal erosion. There are no device performance issues with the aus. The revision surgery was performed and the aus was removed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
A2 age at time of event: 18 years or older. B3 date of event: the exact event date is unknown. Investigation summary: with all the available information, boston scientific was able to identify that the balloon component was out of specifications as it failed functional testing. The reported patient symptom is a known risk associated with artificial urinary sphincters and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff and pump components were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff and pump. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. During functional testing, the balloon was measured at 75.1 cmh20 for product specifications within 61-70 cmh20. This test failure indicates an over pressure in the balloon functionality. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of erosion was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.